Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard femoral, catalog # 183004, lot # unknown; biomet cc I-beam tray, catalog # 141222, lot # unknown; vanguard patella, catalog # unknown, lot # unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034-2018-07600; 0001825034-2018-07603; 0001825034-2018-07606.

Event description:
It was reported a patient underwent primary right total knee arthroplasty. Patient was noted to have multiple falls along with numbness in the foot. Patient has a history of cva.

Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07600-2; 0001825034-2018-07601-2; 0001825034-2018-07606-2.